Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. During an interrogation attempted, it was noted that the pacemaker exhibited no radio frequency telemetry. The pacemaker was reprogrammed and the patient experienced no consequences.